Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reported getting a result of 472 mg/dl at about 1600. Customer thinks he took 20 units of humalog via flex pen. At about 1700 customer reported symptoms of hypoglycemia and a result of 44 mg/dl. Customer self-treated symptoms by eating chocolate and within 10 minutes got a reading of 108 mg/dl. Customer successfully self-treated hypoglycemic symptoms. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.